Event description:
Customer reported erroneous complete blood count (cbc) results were obtained for one pt when using the coulter lh 750 hematology analyzer. There were no erroneous test results reported out of the lab. The pt was scheduled for a transfusion, which was delayed until the hemoglobin result could be confirmed. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for one of two different analyzers.

Manufacturer narrative:
Svc was not dispatched for this incident. Root cause is sample related. Cold agglutinins are a known interfering substance for rbc and plt parameters. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01032.